Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized. The cause of the event was unknown. On unreported date(s), the patient was treated with intraperitoneal vancomycin (dosage, frequency, and duration not reported) for the peritonitis. On an unknown date and after an unknown number of days of hospitalization, the patient was discharged. Dianeal therapy was ongoing. The patient was recovered from the peritonitis. No additional information is available.